Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release. The product investigation could not identify a root cause. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported she can not read up close following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.